Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead exhibited noise. It was reported that the patient experienced syncope. The ra and rv leads were capped and replaced. No further patient complications have been reported as aresult of this event.